Event description:
During an initial implant of an atrial leadless (alp) on (B)(6) 2026, it was reported that the alp exhibited p-wave amplitude variation and low pacing impedance. There were no consequences to the patient. The alp was not used, and a new alp was successfully implanted. The patient was stable throughout the procedure.